Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that speaker was defective, and the device did not produce sound. The rse determined that {453564238621 - ms_x2 assy cbl x2/mp2 speaker assembly} needed to be replaced to resolve the issue. A nemo (non-engineering material only) service was agreed upon. The customer ordered a replacement speaker assembly to replace themselves to resolve the issue. The reported problem was confirmed. No further action is needed at this time. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Customer reported there was an ""inop speaker defective" error code. Good faith effort determined there was no sound. The device was not in clinical use. There was no patient or user harm or injury reported.